Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. (B)(6). This report is for one (1) unknown tfna nail. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that patient was implanted with proximal femoral nail antirotation (pfna) on (B)(6) 2014. On (B)(6) 2016, the patient underwent revision surgery to remove the pfna due to no ossification. During the revision procedure, proximal femoral nail antirotation (pfna) was removed from right femur and was replaced with a cementless total endoprosthetic replacement of the hip. Patient and surgery outcome were not reported. This report is for one (1) unknown nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.